Manufacturer narrative:
Vyaire medical was able to confirm the issue, and a vyaire field service representative (fsr) evaluated the device on-site and installed the parts they had purchased.the main wire harness and power driver module were replaced. Made the necessary adjustments to ensure proper function and the unit meets the manufacturer's specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
The customer reported to vyaire medical that the 3100a ventilator was experiencing frequency issues. The unit is shutting down when trying to raise the frequency. The issue occurred during patient-use. At this time, there was no information for patient harm associated with the reported event.